Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" connecta leaked and the stopcock disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of the bd plug is loose on bd connecta" stopcock(s) (2), the bd plug inadvertently disconnects from bd connecta" stopcock port during use (3), and it was difficult to attach to the open port (1).

Event description:
It was reported that unspecified bd¿ connecta leaked and the stopcock disconnected. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of the bd plug is loose on bd connecta¿ stopcock(s) (2), the bd plug inadvertently disconnects from bd connecta¿ stopcock port during use (3), and it was difficult to attach to the open port (1).

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.